Manufacturer narrative:
The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided despite multiple requests for additional information.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical with both discs endothelialized . The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) female patient underwent aso placement for large asd at the (B)(6). The procedure was uneventful and the patient was discharged to home the following day. She was admitted about a year later with history of questionable infection and pericardial effusion. (It was not clear if the patient was seen for a 6-month follow-up and if there was any effusion documented by echocardiogram). She also had history of autism, congenital hypothyroidism, developmental delay and mitral valve prolapsed with moderate mr. After the diagnosis of pericardial effusion was established, she was started on nsaid and steroids. By report, her condition improved temporarily but she was re-admitted due to increasing pericardial effusion. A pericardial window was created surgically and bloody pericardial effusion was drained. This was followed by a median sternotomy, cardiopulmonary bypass and device removal with patch-closure of the asd. The surgical findings were typical of device-related cardiac perforation. There was a small tear at the dome of the right atrium adjacent to the aorta. A tiny aorta-to-atrial fistulous connection was also seen and closed with the help of a stitch. The aso was well-endothelialized. The patient did well post-operatively and was subsequently discharged to home. One cd with two echocardiograms and fluoroscopic images was provided. The asd was closed under tee guidance. The defect was evaluated adequately and the tee was of good quality. The aortic rim at 6 degrees was absent although the aortic rim in other views was adequate. The posterior rim was thin and flailing. The ivc rim at 91 degrees was thin and without any substance to it. The av valve rim was adequate. There was mitral valve prolapse of moderate nature. The defect measured about 14-16mm. Overall, this was a somewhat oval defect. Balloon-sizing was performed with a 24mm balloon and the stop-flow diameter was about 16-17mm. A 19mm aso was placed without any issues. The transthoracic echocardiogram (tte) performed the next day revealed a well-seated aso. The edge of the right atrial disc appeared to move a little more that the remainder of the device with aortic expansion during ventricular systole. No effusion was seen. The fluoroscopic images did not add much information to our interpretation according to agas medical consultant the following conclusions were drawn: device-related erosion was confirmed and resulted in a tiny, right atrial roof tear and aortic/right atrial fistula. The patient's defect was a high-risk asd because the aorta was completely without any rim at 6 degree (bald) with a non-coronary cusp protruding into the defect and the posterior rim was thin and flailing. It's possible that the aso was slightly over-sized when compared to the balloon-sized defect but what appeared to be slight over-sizing was not the main reason for cardiac perforation. The movement of the right atrial disc on the aorta seen by tte, at the area where the aorta was without any atrial reflection resulted in an aortic/right atrial fistula in addition to the right atrial roof/dome perforation. The effusion should have been tapped at the first observation of pericardial effusion but I believe that the patient had multi-factorial issues (hypothyroidism) and hence tapping was delayed a while. The consultant added: the pericardial effusion was seen a few months before the device was removed surgically and may have been present even before it was first diagnosed. We know that the right atrial size decreases after asd closure. As the right atrial size decreased following asd closure, the right atrial disc likely exerted pressure on the roof of the right atrium and the aorta which resulted in this complication. This event was reviewed by aga (B)(4) on (B)(4) 2011 and definite erosion was confirmed.

Manufacturer narrative:
According to new information we received from our aga sales representative, we learned the model number (9-asd-019) and that the patient's atrial septal defect was measured at 13mm diameter on tee and was balloon-sized (stop-flow technique) at 17mm which is why a 19mm aso was implanted. The results of this investigation remain inconclusive, however, because the device was not returned for analysis and medical records and images were not provided despite multiple requests for additional information. If additional information becomes available, an updated report will be submitted.

Manufacturer narrative:
(B)(4). The amplatzer septal occluder was returned to aga medical with both discs endothelialized . The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) female patient underwent aso placement for large asd at the age (B)(6). The procedure was uneventful and the patient was discharged to home the following day. She was admitted about a year later with history of questionable infection and pericardial effusion. (It was not clear if the patient was seen for a 6-month follow-up and if there was any effusion documented by echocardiogram). She also had history of autism, congenital hypothyroidism, developmental delay and mitral valve prolapsed with moderate mr. After the diagnosis of pericardial effusion was established, she was started on nsaid and steroids. By report, her condition improved temporarily but she was re-admitted due to increasing pericardial effusion. A pericardial window was created surgically and bloody pericardial effusion was drained. This was followed by a median sternotomy, cardiopulmonary bypass and device removal with patch-closure of the asd. The surgical findings were typical of device-related cardiac perforation. There was a small tear at the dome of the right atrium adjacent to the aorta. A tiny aorta-to-atrial fistulous connection was also seen and closed with the help of a stitch. The aso was well-endothelialized. The patient did well post-operatively and was subsequently discharged to home. One cd with two echocardiograms and fluoroscopic images was provided. The asd was closed under tee guidance. The defect was evaluated adequately and the tee was of good quality. The aortic rim at 6 degrees was absent although the aortic rim in other views was adequate. The posterior rim was thin and flailing. The ivc rim at 91 degrees was thin and without any substance to it. The av valve rim was adequate. There was mitral valve prolapse of moderate nature. The defect measured about 14-16mm. Overall, this was a somewhat oval defect. Balloon-sizing was performed with a 24mm balloon and the stop-flow diameter was about 16-17mm. A 19mm aso was placed without any issues. The transthoracic echocardiogram (tte) performed the next day revealed a well-seated aso. The edge of the right atrial disc appeared to move a little more that the remainder of the device with aortic expansion during ventricular systole. No effusion was seen. The fluoroscopic images did not add much information to our interpretation. According to agas medical consultant the following conclusions were drawn: device-related erosion was confirmed and resulted in a tiny, right atrial roof tear and aortic/right atrial fistula. The patient's defect was a high-risk asd because the aorta was completely without any rim at 6 degree (bald) with a noncoronary cusp protruding into the defect and the posterior rim was thin and flailing. It's possible that the aso was slightly over-sized when compared to the balloon-sized defect but what appeared to be slight over-sizing was not the main reason for cardiac perforation. The movement of the right atrial disc on the aorta seen by tte, at the area where the aorta was without any atrial reflection resulted in an aortic/right atrial fistula in addition to the right atrial roof/dome perforation. The effusion should have been tapped at the first observation of pericardial effusion but I believe that the patient had multifactorial issues (hypothyroidism) and hence tapping was delayed a while. The consultant added: the pericardial effusion was seen a few months before the device was removed surgically and may have been present even before it was first diagnosed. We know that the right atrial size decreases after asd closure. As the right atrial size decreased following asd closure, the right atrial disc likely exerted pressure on the roof of the right atrium and the aorta which resulted in this complication. This event was reviewed by aga (B)(4) on (B)(4) 2011 and definite erosion was confirmed.

Event description:
.

Event description:
According to the initial information received, the pediatric patient implanted with an amplatzer septal occluder (aso) 15 months ago was examined at a recent follow-up appointment. The patient was asymptomatic, however, fluid build-up was discovered which was later verified to contain blood. The patient was referred for surgery to have the aso removed and the septal defect surgically repaired. Additional information (event date, model/serial, etc.) Including imaging was requested to help us understand the details surrounding the event. When more information is available, an updated report will be submitted.